Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-32796. It was reported that one of the patient's leads had fractured, leading to ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted. As it is unknown which lead was fractured, both leads are being reported.